Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information, guided the customer through the reset process, and resolved the issue as the cgm error did not reappear, allowing the customer to start their sensor session successfully.